Event description:
It was reported that the patient's left knee was revised due to an infection (surgeon reported infection began as a uti). A 7x9 ps insert was exchanged. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.